Event description:
Reporter stated that pt's blood glucose was measured, using the suspect device, with a result of 278 mg/dl. Reporter stated that pt did not modify therapy based on this value. Pt was reportedly feeling lethargic and sought treatment in the emergency room. Reporter noted that, 1.5 hours after obtaining result of 278 mg/dl, pt's blood glucose measured 40 mg/dl on a hospital device. Reporter stated that pt was treated witn an intravenous glucose solution was was given orange juice. Pt was reportedly admitted to the hospital, where he remained for the next two days. No additonal details of pt's diagnosis or treatment were provided. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.